Manufacturer narrative:
Concomitant product(s): product ID: 37651, serial# (B)(4), product type: recharger. V.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that there was a confirmed infection at the implantable neurostimulator (ins) site 4-5 weeks ago. A surgery was performed in which the device pocket was opened up and the infection was cleaned out; the infection was resolved. The patient is currently in the hospital. It was also noted that the patient has experienced poor coupling since she had the infection (4-5 weeks ago). Additional information was received from the patient indicating that the patient was still having poor coupling. The implantable neurological stimulator recharger (insr) screen would flicker on/off and shut down completely. The patient did not have the equipment with to troubleshoot. Additional information has been requested regarding the intervention and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharger still had poor coupling in spite of using the belt to hold the recharger in place. No patient harm was reported.additional information received reported the replacement was working great.